Event description:
A customer reported error message "4014 specimen syringe home overrun¿ on the aia-360 analyzer. The customer rebooted and re-ran the sample, but the issue persisted. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg), estradiol (e2), follicle stimulating hormone (fsh), and progesterone iii (prog iii). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
A field service engineer (fse) conducted a site visit and was able to confirm the problem by reviewing the error printouts. Fse performed a diluent prime for the sample nozzle and could hear the sampling syringe grinding followed by error 4014. Buildup was observed on the drive screw, causing resistance that resulted in the syringe not reaching the home position in the correct amount of motor rotations. Fse resolved the complaint by cleaning and lubricating the sampling syringe drive screw and guide rods. Fse validated analyzer by running quality control (qc). The aia-360 analyzer is functioning as expected. No further action required by field service. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(6). There were no similar complaints identified during the search period. The aia-360 operators manual under 7-1: list of error messages states the following: [4014] spec.sy home overrun description: the specimen syringe motor overran on the home side. Troubleshooting: turn the power off and on again. If this problem reoccurs, contact the service department. The most probable cause of the reported event was due to a buildup and lubrication problem in the sample syringe assembly.